Event description:
Customer reported 2 unspecified blood glucose results of 64 "points" difference within 10 minutes on the advantage system. Customer reported no symptoms, took normal medication. A request was made for the return of the system, replacement was sent.